Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited low impedance. The lead was capped and replaced. The patient was fine post operation.